Manufacturer narrative:
Evaluation summary: customer report was not confirmed for balloon burst. The balloon latex and both distal and proximal windings are missing from the tip of the catheter. The catheter tip is also broken off at the #3 inflation hole. The broken distal section of the catheter tip, balloon latex and both windings were not returned. There was no other damage observed a device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
It was reported that the balloon did not inflate during pre-test.